Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. Upon investigation the battery pack was unable to recharge or power up a test monitor. The cause for the power-up failure was isolated to a blown battery fuse. The root cause for the blown fuse could not be positively identified. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation the solder bridge on the battery board was defective. This prevented the battery charger from recognizing a battery pack. The root cause for the defective solder bridge was unable to be positively determined. No adverse event resulted from the blown fuse or defective solder bridge. The patient received a replacement battery pack and battery charger. Device manufacturer date: sn (B)(4): 10/2011, sn (B)(4): 09/2012.

Event description:
The son of a (B)(6) male patient called zoll customer support to report that the patient's battery pack was not powering on his monitor and his battery charger would not recognize when a battery pack was inserted. The patient was issued a replacement battery charger and battery pack.